Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: mdrs #122514-05076, 05084, and 2937457-2014-01185.